Manufacturer narrative:
No additional investigation performed. Customer checked all controls on the neo again and the patient as well as in gelcard and there were also different results (positive and negative) in different test batches for this patient. The antibody seems to be at the limit of detection.

Event description:
On (B)(6) 2015, the customer reported obtaining unexpected negative results when using capture-r select plates, lot sc331, on the neo instrument.